Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was having her device removed on (B)(6) 2016 because of infection. However, she wanted to be re-implanted once she heeled.

Manufacturer narrative:
Concomitant medical products: product ID 3058 lot# serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Reference other report- 3004209178-2015-24968.

Event description:
The manufacturers' representative (rep) reported drainage coming from the lead site that was clear in nature. The health care professional (hcp) reported there were no typical visible signs of infection. It had been going on for a few months, a specific date was unknown. There was pain at the implantable neurostimulator (ins) site. The pain started in (B)(6) 2015. Area of infection: ins and lead site. Infection was not confirmed. This was a gradual change in symptoms. There was no loss of therapeutic effect since this event started. The hcp had been treating it like an infection but there had been no visible signs of infection presenting. The patient was started on oral antibiotics. The rep was not aware if they had cultured the drainage. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain the information about diagnostics for the lead site drainage and ins site pain, actions/ interventions taken to resolve them, if the issue was determined as infection and if the event was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information from the manufacturers' representative (rep) reported that the patient was continuing to heal so the doctor did not have her rescheduled for implant at this time. The rep was going to see him the week after the report and planned to follow up again.